Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was blue screening and will not boot into windows. Bme did not know what may be causing the issue and would like to send it in for repair. In patient use however, they also have a remote nurse station (rns) that was still receiving information, so they could still monitor vitals. There was no patient issue or injury related to the blue screen cns. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. On 10/11/2024 - device was received into nk repair center and was inspected there was no physical damage or fluid intrusion in the cns. Nk repair center duplicated the reported issue that the cns is blue screening and will not boot into windows. Device history had shown that the hard drives were used over 4 years. For precautionary measure, nk recommends that the hard drives be replaced.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was blue screening and will not boot into windows. Bme did not know what may be causing the issue and would like to send it in for repair. In patient use however, they also have a remote nurse station (rns) that was still receiving information, so they could still monitor vitals. There was no patient issue or injury related to the blue screen cns.

Manufacturer narrative:
Complaint summary: the biomedical engineer (bme) reported that the central nurse's station (cns) was blue screening and will not boot into windows. Bme did not know what may be causing the issue and would like to send it in for repair. In patient use however, they also have a remote nurse station (rns) that was still receiving information, so they could still monitor vitals. There was no patient issue or injury related to the blue screen cns. Nihon kohden continues to investigate the reported event. On 10/11/2024 - device was received into nk repair center and was inspected there was no physical damage or fluid intrusion in the cns. Nk repair center duplicated the reported issue that the cns is blue screening and will not boot into windows. Device history had shown that the hard drives were used over 4 years. For precautionary measure, nk recommends that the hard drives be replaced. Investigation summary: evaluation of the returned device was able to duplicate the reported issue. The motherboard and hdds were identified as needing replacement to resolve the issue. Failure of the motherboard is likely a result of hardware failure. Device history had shown that the hard drives were used over 4 years. For precautionary measure, nk recommends that the hard drives be replaced.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was blue screening and will not boot into windows. Bme did not know what may be causing the issue and would like to send it in for repair. In patient use however, they also have a remote nurse station (rns) that was still receiving information, so they could still monitor vitals. There was no patient issue or injury related to the blue screen cns.